Event description:
Two separate glenoid spheres could not be impacted onto baseplate. Surgery time was extended three hours while a new sphere was couriered to the hospital.

Manufacturer narrative:
Functional and dimensional testing performed on both glenoid spheres. Both met specification. Enlarged photos of the sphere threading show deformation of the first millimeter of the threaded section. Baseplate and sphere may have been damaged during first impaction. Damage to the baseplate may have caused damage to second glenoid sphere. This is the initial report submitted regarding this surgical event and medical device.